Manufacturer narrative:
The referenced external percutaneous lead replacement performed last year was reported on medwatch MFR report #2916596-2017-01844. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: seven years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the vad system produced a low flow alarm and the patient physically felt that the pump had stopped. Device interrogation revealed a pump stoppage on (B)(6) 2018. The patient was reported to be asymptomatic. At the time of the pump stoppage, the customer confirmed the patient was using a normal patient cable while connected to a power module. It was mentioned that the patient had an external percutaneous lead replacement preformed last year and had been issued an ungrounded patient cable, but was not using it. The patient was instructed to use only the ungrounded patient cable when connected to the power module. The manufacturer's technical service representative reviewed the submitted log file and observed pump stoppages and 5 low speed operations, all which appear to have occurred while the vad system was connected to a power module. The patient was discharged from the hospital on (B)(6) 2018 with no further issues. No additional information was provided.

Manufacturer narrative:
Investigation summary: although the reported alarms and pump stops were confirmed via the submitted log file, a specific cause could not be determined through this evaluation. The center reported that the patient reported a low flow alarm and noted that they could physically feel that the pump had stopped. This occurred when the patient was using a grounded cable. The majority of the events captured in the submitted log file were routine power changes and pi events. There were several pump stops captured on (B)(6) 2018 occurring between 01:44 pm and 01:49 pm. During this time, pump power ranged from 0 to 13.3 w and flow from 0 to 8.7 lpm. The low speed hazard and low flow hazard alarms were triggered each time. These events occurred while the patient was supported by the power module. Based on previous hmii lvas complaint experience, the captured events appeared consistent with a potential driveline issue. It was reported that the patient was instructed to remain on batteries or an ungrounded cable until further notice. The patient had no further issues and was to be discharged on (B)(6) 2018. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling.the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.